Event description:
It was reported that a spectrum iq pump under infused during heparin therapy. It was stated, "pharmacist made this writer aware of a compass (158065) that was filed about an untherapeutic heparin xa on 2022 at 7am. Despite of heparin infusion rate increase per protocol the level was still showing low levels. At this time rn confirmed pump was infusing the IV bag. New heparin bag was hung and IV site was changed to the central line. After these interventions the xa and ptt both came back high. Heparin bag was sent for testing, however, the pharmacy manager requested the IV pumps also be investigated and interrogated as additional possible problem to this issue. Pt had 4 pumps in room; 4 pumps were removed from the room on 2022 and set down to bio-med pump numbers:" no additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5109225 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.